Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [01/23/2012]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having side unspecified "nipple discharge (fluid)". Patient later reported rupture. This record is for the left side. Device remains implanted.